Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead presented with varying shock impedance measurements, but all other lead measurements were in normal range. No interventions were taken and the patient is currently being monitored using both the remote monitoring system and regular patient follow-ups. At a later date, the crt-d displayed a lead alert message for the right atrial (ra) lead. The reason for the alert was not provided. The patient is being brought back into the clinic for an additional follow up. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that the pacing threshold measurements on the ra lead had increased to above 5.0 volts and it is suspected that the lead may have microdislodged. The. An x-ray was performed but did not detect in any changes in the ra lead's position. As a result, the device was reprogrammed to vvir and the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.